Event description:
Complainant alleged that while attending to a patient (age & gender unknown) the device displayed a red "x" without the electrodes attached. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.